Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-04912. It was reported to boston scientific corp that two c.r.e. Balloon dilatation catheters were used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2009. According to the complainant, the first balloon would not fully deflate prior to being removed through the scope. Difficulty fully deflating the balloon was also experienced with the second balloon. This balloon was removed with the scope at the completion of the procedure. The physician felt that the balloons were not deflating fast enough. Negative suction was applied, however, the alliance syringe was not disconnected and additional pressure applied. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).